Manufacturer narrative:
No product was returned for investigation; however the customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on twenty pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. All twenty listed pump module bezels had the same date code 10/13 (october / 2013). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported identifying issues with devices, and provided photographs of cracked bezels. There was no report of patient involvement.